Event description:
It was reported that a physician's (B) (4) handheld computer was freezing during interrogation of patient's devices. No information was provided on what if any troubleshooting was performed in an attempt to resolve the issue. The physician's handheld was replaced and the old handheld has been received by the manufacturer for analysis, however, device evaluation has not been completed.